Manufacturer narrative:
The customer noticed water on top of reaction cells and found loose tubing on one nozzle. The customer corrected the tubing. The field service representative found there was damaged rinse mechanism vacuum tubing. He recut and adjusted the vacuum tubing and ran mechanism checks successfully. The customer was able to run qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for one patient sample from the cobas 6000 c501 (ul) module. The sample was repeated on another analyzer. The initial sodium result was 126 mmol/l and the repeat result was 195 mmol/l. The initial potassium result was 30 mmol/l and the repeat result was 3.6 mmol/l. The initial chloride result was 87 mmol/l and the repeat result was 98 mmol/l. The initial creatinine result was 0.34 mg/dl and the repeat result was 0.91 mg/dl. The initial calcium result was 4.6 mg/dl and the repeat result was 9.4 mg/dl. The initial magnesium result was 4.0 mg/dl and the repeat result was 2.0 mg/dl. The questionable results were reported outside of the laboratory. The reagent/electrode lot numbers and expiration dates were requested but were not provided.